Event description:
It was reported that the user experienced hypoglycemia while asleep, with a blood glucose of 39 mg/dl, and treated with oral glucose tablets totaling approximately 15 grams, after which glucose returned to a safe range; the cause was unclear and no specific device component issue was identified. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a specific device-related problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.